Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. Philips field service engineer (fse) confirmed the reported complaint. The fse replaced the power switch overlay and data acquisition (da) pcba to address the reported issue. The data acquisition (da) pcba was returned to the manufacturer for investigation: it was determined the defective u6 generated the pressure accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance philips field service engineer (fse) reported the led failed and pressure accuracy tests failed. There was no patient involvement.